Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history lot: 18-mar-2021 a DHR review was not performed for this pi. This lot was manufactured by monument. Please reassign this task to the correct group. Manufacturing location: elmira ¿ packaged, labeled, sterilized and released by: monument. Manufacturing date: 10-jul-2019. Expiration date: 31-may-2029. Part number: 04.038.190s, tfna fenestrated screw 90mm -sterile. Lot number: 11l3148 (sterile). Lot quantity: 48 . Note: component part manufactured by elmira; lot number 10l5499. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf g, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16455 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review 19-mar-2021: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a revision of trochanteric fixation nail advanced (tfna ) conversion to total hip. Trochanteric fixation nail advanced (tfna) was removed due to cut out. Procedure was completed successfully without surgical delay. Patient outcome was unknown. This report is for one (1) tfna fenestrated screw 90mm - sterile this is report 3 of 3 for (B)(4).